Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use, cardiosave intra-aortic balloon pump (iabp) had automatic filling error. There was no patient injury or harm reported.

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit and symptoms were reproduced. The fse replaced the pneumatic module to correct the issue and performed all functional and safety test. They disposed of the replacement part (there are blood stains).

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation findings, medical device ¿ problem code).

Event description:
N/a.